Event description:
It was reported that one day post implantation of a xience v stent in a saphenous vein graft, the patient experienced in-stent thrombosis. Electrocardiogram showed an st elevation, but myocardial infarction (mi) was not diagnosed. Percutaneous coronary intervention was performed, resolving the event. There was no additional information provided.

Manufacturer narrative:
(B)(4). Date of event is estimated to be (B)(4) 2012. Date implanted is estimated to be (B)(6) 2012. (B)(4). Stent implanted in a vein graft. There were no reported product deficiencies. The reported patient effect of thrombosis is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known adverse event. It should be noted that the IFU states: xience v is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.